Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Possible models could include: 6957 - uni - spectraflex; 4004/4004m - uni/bi capsure; 4504m - bi - capsure; 5524m ¿ bi - capsure sp; 5554 ¿ bi - capture z novus; 5076; 5092; 5592. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: lead-related complications after ddd pacemaker implantation. Kardiol pol. 2018; 76 (8): 1224¿1231. Doi: 10.5603/kp.a2018.0089. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable pacing leads. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that there were lead ¿failures,¿ which included out of range impedance measurements, elevated thresholds, and insulation breaches. It was also noted that several patients experienced lead dislodgement and lead perforation. The status of the leads is unknown. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.